Manufacturer narrative:
According to the facility on 2/3/2026, "the circuit was not holding pressure" during the case. The facility noted that there was a "seam found along circuit that was not sealed properly" leading to leaking. Once the issue was identified, the circuit was replaced. Per the facility, the patient was "unaffected." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 2/3/2026, "the circuit was not holding pressure" during the case. The facility noted that there was a "seam found along circuit that was not sealed properly" leading to leaking.

Manufacturer narrative:
Update to h6. After further investigation and based on nature of defect, the root cause was determined to be manufacturing related; however a more specific cause cannot be determined based on information and photo provided. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.